Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was told that their ¿tube¿ had a leak.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8578, serial# (B)(4), product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (unknown concentration and dose) via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. It was reported the patient was started at 0 and they had been going every week since surgery for an increase.(see manufacture report # 3004209178-2017-19206) it was not helping, no relief, and "still hurting real bad." The patient was having issues with the catheter. It was believed he might have issues down the line (catheter). Per the reporter, the healthcare provider (hcp) said there might be a kink in the catheter or a hole. The patient was to follow up with the hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the physician had increased the drug in the pump by 70% but it still was not helping. The physician was referring the patient to a specialist to have the catheter tested but the date had not been scheduled yet. No further patient complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8578, (B)(4), implanted: (B)(6)2017, explanted: (B)(6)2017, product type: catheter, product ID 8709, (B)(4), implanted: (B)(6)2004, explanted: (B)(6)2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-oct-19. It was reported that there was a hole in the catheter. Surgical intervention occurred a full catheter replacement (completely explanted the catheter and replaced it) was done to resolve the issue. It was related that when the hcp opened the pocket they found the catheter to have a hole in the original catheter that had been implanted (B)(6)2004 and when the hcp pulled it from the pocket the catheter fractured and retracted. It was noted that the daily dose was lowered from 0.4 mg of dilaudid [3 mg/ml] per day to 0.2 mg/day with a personal therapy manager (ptm) dose of 0.05 ¿q1 max 20/day.¿ the date of the event was reported asked but unknown. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. Diagnostics/troubleshooting performed were unknown. The patient medical history was asked but unknown. It was indicated that the catheter would not be returned as it was discarded. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the event the issue was resolved and the patient status was alive ¿ no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. Per clinic notes, the patient followed up in the clinic on (B)(6)2017. Chief complaint was follow up hip/leg pain. Vitals: height 5 feet 9 inches/ 175.26 cm, weight(B)(6), bsa 2.21 m2, bmi 31.9 kg/m2 temperature 98.2 f / 36.78 c ¿ oral, pulse 84, respirations 16, blood pressure 131/91. Allergies: morphine (verified allergy, severe, nausea, migraine, 8/30/2017 and 9/18/17) prednisone (verified adverse reaction, intermediate, psychological issues, (B)(6)2017 and 9/18/17). Medications last reconciled on (B)(6)2017 11:49. Trimethoprim/sulfamethoxazole ds 160mg/800mg tab 1 ea oral twice a day (bid), hydrocodone/apap 7.5/325mg 1 ea oral three times a day (tid) for pain. Doxycycline hyclate 100mg cap oral twice a day (bid). Promethazine hcl 25 mg tab 1 tab oral every six hours for nausea. Alprazolam 0.5 mg tab oral twice a day (bid). Methocarbamol 500 mg tab 2 tab oral twice a day (bid) for spasms. Fluoxetine hcl 40mg cap (prozac 40mg) oral twice a day (bid). Omeprazole 40mg 1 cap 40 mg oral at noon. Testosterone cypionate 200mg/ml 1ml (depo testosterone 200mg/ml 1ml) 200mg/ml 1ml injection, intramuscular (im) every 2 weeks. Pravastatin sodium 20 mg tab. Per clinic notes the patient followed up for lab results. The information was reviewed with the physician. No changes were needed and no need to get the bactrim based on these. The patient was notified. Wbc 11.9 k/mm3 , rbc 5.91 m/mm3, hgb 14.1 qm/dl, hct 44.3 percent, mcv 75 fl, mch 23.9 pg , mchc 31.8 g/dl, rdw 19.1 percent, platelet count 552 k/mm3, mpv 9.3 fl, neutrophil 63.8 percent lymphocytes 27.7 percent, monocytes 7.3 percent, eosinophil 0.2 percent, basophil 0.7 percent, neutrophil 7.6, lymphocyte 3.3, monocyte 0.9, eosinophil 0.0 basophil 0.1 k/mm3, immature gran 0.3 percent. Outstanding ambulatory orders were cbc without differential order date (B)(6)2017; service date first available, nasal culture order date(B)(6)2017 service date 2 months, anal spin w md/np order date 5(B)(6)2017, service date today, anal spin w md/np order date (B)(6)2017 service date today. Anal spin w md/np order date (B)(6)/2016 service date today. The patient followed up in the clinic on (B)(6)2017. Chief complaint was back pain and leg pain, intrathecal (it) pump reprogramming. Allergies: morphine (verified allergy, severe, nausea, migraine, (B)(6)2017 and (B)(6)2017) prednisone (verified adverse reaction, intermediate, psychological issues, (B)(6)2017 ). Vitals: height 5 feet 9 inches / 175.26 cm, weight (B)(6), bsa 2.28 m2, bmi 33.7 kg/m2, pulse 93, respirations 16, blood pressure 148/95 sitting, right arm, pulse oximetry 99 percent. Medication last reconciled on (B)(6)2017. Gabapentin 300 mg cap oral at bedtime (qhs) for pain. Promethazine hcl 25mg tab 1 tab oral (po) every six hours for nausea. Alprazolam 0.5 mg oral twice a day (bid). Methocarbamol 500 mg tab 2 tab oral twice a day for spasms. Fluoxetine hcl 40mg (prozac 40mg) oral twice a day. Omeprazole 40 mg cap oral at noon. Testosterone cypionate 200mg/ml 1ml (depo testosterone 200mg/ml 1ml) 200mg/ml 1ml injection, intramuscular (im) every 2 weeks. Pravastatin sodium 20 mg tab. Last dose: medication: xanax date: sep 18, 2017; time: 06:00 (took half tablet this am). Opioid risk tool-male psychological disease: depression (1) risk total: 1 phq-2. Problems in the last 2 weeks: several days-1 little interest in doing, >half of days-2 feeling down. Depressed denies thoughts of harming self but was more depressed due to not being able to sleep and feeling drained. Phq-2 score 3/6 on (B)(6)2017 and 6/6 on (B)(6)2017. Bilateral lumbar 3,4,5 radiofrequency ablation (rfa) (B)(6)2017, bilateral lumbar medial branch blocks (lmbb) 5/17/2007. Hpi pain assessment: pain onset: other (all the time) the patient returned for a scheduled follow-up visit regarding the intrathecal pain pump. At the last office visit on (B)(6), he reported no benefit from the previous increase of nearly 25% of his continuous infusion. The hcp then increased the pump another 23 percent. Today, he reports that he has continued to notice no significant difference in pain relief with this change. The hcp introduced gabapentin at bedtime, and the patient does report this has somewhat improved his sleep. The patient still wakes up a few hours later, however. Today, he denies having any new pain. He still indicates that his back pain and leg pains are suboptimally controlled. He denies having any fevers, chills, or change in bowel/ bladder habits. He continues to smoke approximately 5 cigarettes per day. Body site: leg (bilateral), lumbar spine average pain out of 10: 6, back pain out of 10: 8 radicular features: yes limb: right leg, left leg. Radiates how often: daily. Progress: stable. No numbness/tingling. Weakness in legs bilaterally. Pain descriptors: stabbing, throbbing, sharp, aching, pain at night. Associated symptoms: depression, focal tenderness, limited range of motion, muscle spasms. Muscle weakness. Conservative treatment history : type of treatment: activity modifications results of treatment: decreased pain level. Inspect date reviewed: (B)(6) 2017. Last drug screen: (B)(6) 2017. Type of screen: urine. Behaviors: no signs of aberrancy, no signs of intoxication. Agreement for opioids: (B)(6) 2014. Preprocedure pain scale: 6, pain scale used: numeric (0 10) physical exam general appearance: comfortable/resting, no acute distress, no signs of intoxication, good hygiene. Orientation.: alert and oriented x3 activities of daily living: independent speech: clear, appropriate. Bmi: 30-3.s=obese. Degree of pain behaviors: mild pain behaviors: vocal complaints psychiatric: pleasant, appropriate integumentary: grossly normal color, no lesions. Heent: normocephalic, eom intact, conjunctivae clear. Respiratory: normal depth and pattern, non-labored abdomen: soft, non-tender. Neuro: gait: stable: normal gait, antalgic; normal gait, without assist: normal gait . Assessment/ plan: final impression chronic lumbar pain,-lumbar post-laminectomy pain syndrome,lumbar degenerative disc disease, active spinal cord stimulator system, active lntrathecal pain pump-concern for catheter leak. Tobacco use disorder. Ambulatory assessment/plan: malf unction of intrathecal infusion pump. At this point, the patient has a leak of his intrathecal system. The patient was still below his pre-surgical continuous infusion rate. However, he reports no change with the large increases at his last two office visits. At this time, the hcp recommended the patient consult with another physician. The physician may consider a contrast study and/or revision surgery. The hcp encouraged tobacco cessation to optimize his outcomes. The patient may increase to 3 gabapentin 300mg (900mg) at bedtime. New referral was to a neurosurgeon as soon as possible. The diagnosis was malfunction of intrathecal infusion pump.